Event description:
Patient was seen in the hospital after receiving an inappropriate shock. Physician confirmed that it was due to noise. When sensing polarity is tip-ring, the noise is confirmed, but when tip-coil, noise cannot be detected.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided fluoroscopic images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the fluoroscopic images gained no further information regarding the root cause of the reported oversensing and inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.